Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code. Data review revealed the cause of the bd code was due to magnet applications. The battery was recovering and the capacitor charge time was appropriate. No adverse patient effects were reported.